Event description:
It was reported that the continuous infusion was programmed at 40 ml/hr instead of 40 mcg/min that resulted in underdose. There was patient involvement however outcome is unknown. Although requested, the customer declined to provide specific details. The customer also requested an enhancement request to have specific field for programming.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.